Manufacturer narrative:
Date of report : 20feb2019. Date rec¿d by MFR: 05feb2019. The philips technician evaluated the ventilator and determined that the reported issue was corrected by replacement of the power management board. The flow sensor, the board bracket, and the power switch overlay were also replaced as part of the evaluation of the ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 13may2019 date rec¿d by MFR: 06may2019. The philips failure investigation engineer performed a visual inspection of the power management printed circuit board assembly (pm pcba) which revealed no evidence of damage or contamination. Upon further testing, the r31 solder crack was found to be open and not making contact with the trace on the pm pcba resulting in a failure of the 35 v supply . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that during use at 3:20 the ventilator turned off by itself, the unit was powered on 1 minute later. Ventilation was interrupted at 7:20 then an alarm occurred. The ventilator then could not be powered off with button operation because the screen froze. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.